Manufacturer narrative:
The device was not returned for product analysis. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that the patient with the implantable device attended an in-clinic follow-up. The device was difficult to interrogate despite holding the programmer wand directly over the device. The programmer reported radio frequency (rf) interference, so any potential sources of interference were removed from the room. Subsequent attempts were successful but only achieved partial interrogation before the programmer screen froze. The programmer was turned off and on between interrogation attempts. The third interrogation appeared successful and a remaining battery longevity of 5 months was observed, and the previous follow-up in august 2024 showed a remaining longevity of one year. When the last interrogation was near complete, the programmer froze again and approximately 1 to 2 minutes later the patient became non-responsive and lost consciousness. Another health care professional (hcp) was called and the patient was placed in the supine position, which helped the patient regain consciousness shortly afterwards. The patient was then admitted for overnight monitoring and the device was replaced the next day. The device was interrogated several times post explant to save the episodes and all the device memory over an extended telemetry period, after which the device entered safety mode. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with the implantable device attended an in-clinic follow-up. The device was difficult to interrogate despite holding the programmer wand directly over the device. The programmer reported radio frequency (rf) interference, so any potential sources of interference were removed from the room. Subsequent attempts were successful but only achieved partial interrogation before the programmer screen froze. The programmer was turned off and on between interrogation attempts. The third interrogation appeared successful and a remaining battery longevity of 5 months was observed, and the previous follow-up in august 2024 showed a remaining longevity of one year. When the last interrogation was near complete, the programmer froze again and approximately 1 to 2 minutes later the patient became non-responsive and lost consciousness. Another health care professional (hcp) was called and the patient was placed in the supine position, which helped the patient regain consciousness shortly afterwards. The patient was then admitted for overnight monitoring and the device was replaced the next day. The device was interrogated several times post explant to save the episodes and all the device memory over an extended telemetry period, after which the device entered safety mode. No additional adverse patient effects were reported.